Event description:
It was reported that the user applied a new cgm sensor after being without one for most of the day, observed sensor glucose around 300 mg/dl rising to 400 mg/dl while using the ilet with continuous dosing, and was instructed to change the infusion tubing and place all new pump supplies; troubleshooting and education were completed, and a follow-up was planned. Symptoms included hyperglycemia. Outcomes included temporary impairment due to high glucose requiring intervention. Investigation included remote troubleshooting and user-guided replacement of infusion set and tubing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified and no specific component fault confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.